Event description:
The customer states that a patient sample generated a falsely low wbc result of 0.020 x 10e9/l. A repeat test yielded a wbc value in the normal range of 4.48 x 10e9/l. There were no adverse outcomes reported related to this issue.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).